Event description:
Patient states he has had several defective androgel pumps. He experienced 3 defective pumps out of the last 3 orders (fills). Patient said the pump would not dispense med. Dose, frequency and route used; apply 4 pumps (5 grams) daily. Therapy dates: (B) (6) 2010 to (B) (6). Diagnosis for use: testosterone replacement therapy.